Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed. However, backflow was confirmed during testing. Log review, inspection and testing of the suspect device could not be performed because the suspect device and logs were not returned for investigation. Inspection of the event administration set showed no anomalies. Functional testing of the event administration set showed backflow from the secondary to the primary. Timed rate accuracy testing showed the set was delivering fluids within specification. Concentricity testing of the event administration set showed the set was within specification. Device inspection: inspection of the suspect device could not be performed because the device was not returned for investigation. Pri tubing model: 2420-0007 lot: unknown and 3rd party sec tubing model: unknown lot unknown: the returned used administration set (model 2420-0007; lot: unknown and model: unknown; lot: unknown) was received in good condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No visual anomalies were observed. Root cause analysis: the root cause of the customer¿s complaint of over infusion was not identified. However, previously investigated complaints for the same failure mode determined that a check valve failure in the primary set can lead to backflow. The failure can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined. Device history review: device history review could not be performed because the suspect device and serial number were not provided for investigation. H3 other text : only the event administration was provided for the investigation.

Event description:
It was reported that on (B)(6) 2020 at 1:23pm, the clinician started a decitabine secondary infusion to infuse through the large volume pump after correct programming verification with a second nurse. This check included verification of channel settings and a visual check of the start of medication drip. When the pump channel was started, the chemotherapy drip was witnessed as obviously dripping to fast. The pump was stopped, and the secondary line and primary line were immediately clamped. The tubing, channel and pump were taken out of service. Although requested, further information was not provided.

Manufacturer narrative:
Concomitant medical products: non-bd disposable: (1) secondary tubing set. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 1:23pm, the clinician started a decitabine secondary infusion to infuse through the large volume pump after correct programming verification with a second nurse. This check included verification of channel settings and a visual check of the start of medication drip. When the pump channel was started, the chemotherapy drip was witnessed as obviously dripping to fast. The pump was stopped, and the secondary line and primary line were immediately clamped. The tubing, channel and pump were taken out of service. Although requested, further information was not provided.